Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient's cgm was reading 52 mg/dl, and the patient was asymptomatic. The patient's sister called emergency medical services (ems). Upon arrival, ems checked the patient's blood glucose (bg) meter reading, which was 26 mg/dl. No cgm value was reported at this time. The patient was treated with two tubes of glucose gel. Ems stayed with the patient for approximately 30 minutes. Before leaving, the patient's bg level was 90 mg/dl (it was not specified if this was a bg meter or cgm reading). At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.